Event description:
It was reported that a spectrum pump turned off without user input. This occurred during programming/setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not turn off without user input. A review of the event history log revealed 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged alternating current (ac) power adaptor. The ac power adaptor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.